Event description:
Boston scientific received information that this right ventricular (rv) lead was to be explanted due to high pacing thresholds. Upon revision, the physician encountered difficulty extracting the lead as it became lodge in the patient's clavicular area. The physician then attempted to use the patient's other implanted rv lead to fully extract this lead. During the process, the second rv lead severed under excess traction with a portion remaining in the patient. Attempts were then made to apply traction and continue removing this lead at which time it began to unwind and the coils deformed. This rv lead also severed leaving behind a portion in the patient which was abandoned as well. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.